Event description:
It was reported that patient had diagnosis of acute myocardial infarction. While in cath lab, md inserted sheath via right femoral artery. Iab was prepped per instruction, & md began inserting iab into the sheath. The iab became stuck in sheath. Md removed the iab and noticed that "wrapping was loose." As a result, md inserted another iab successfully. There were no reported patient complications.

Manufacturer narrative:
Device will not be returned for eval. A follow-up report will be filed if more information becomes available.